Event description:
Randox laboratories are selling products for diagnostics with reagents are being transported in the heat without any temperature control. They receive the products from UK without any ice packs and the products might lose potency and affect patients results. They provide so many types of testing for hormone testing and quality control.